Event description:
It was reported to medtronic minimed that the customer experienced injection foot damage and slip issue. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Dose knob/dial slip was greater than 1.0 unit. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer reports: dose dial misaligned and missing injection foot. Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. Unit paired successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Unable to perform baseline and wireless functionality and displacement dose accuracy due to dial misalignment. Inpen passed front cap investigation. Inpen also received with missing injection foot. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed in addition to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.